Event description:
Customer reported, the up/down function stopped working during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the vertical lift power supply needed to be replaced. Repair will be accomplished under (B) (4).